Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that during removal the string separated from the tampon. While trying to remove the tampon manually the tampon fell apart into pieces. This occurred with two tampons. She stated she is not confident that she was able to remove the remaining pieces and is planning on seeking medical assistance. There have been two attempts (26 apr 2018, 07 may 2018) to contact the consumer to see how she is doing, but we have not been successful. No further information is available at this time.